Manufacturer narrative:
Associated with argus case (B)(4), polident 3 minute.

Event description:
Doctor thinks they have metal poisoning [metal poisoning]. Case description: this case was reported by a consumer and described the occurrence of metal poisoning in a female patient who received double salt denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for dental care. Co-suspect products included double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for dental care. On an unknown date, the patient started polident 3 minute and polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident 3 minute and polident overnight denture cleanser tablets, the patient experienced metal poisoning (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the metal poisoning was unknown. It was unknown if the reporter considered the metal poisoning to be related to polident 3 minute and polident overnight denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received on (B)(6) 2017. Consumer reported metal poisoning after the use of polident 3- minute 120 tablets and polident overnight whitening 120 tablet. Consumer stated that her doctor thought that she had metal poisoning and she needed to narrow down the source of the poisoning. No other information was obtained. The consumer would be contacted for additional information needed.